Event description:
Ruptured right breast tissue expander for breast reconstruction. At removal a laceration in the expander was noted inferior and lateral to the inflation port. Pathologist stated leakage to outside was "through nonvisible pores or rupture."